Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 27-mar-2017 from health care professional. This case involves a (B)(6) female patient who received treatment with synvisc and after 6 days experienced severe pain/increased pain and after 20 days leg was very swollen/thigh to ankle. Medical history included asthma and headaches. Patient was allergic to benzylpenicillin (penicillin) and had pcn (penicillin allergy), cefalexin monohydrate (keflex) (cephlosporins). Concomitant medication included piroxicam and diclofenac potassium (voltaren). No concurrent condition was reported. On (B)(6) 2017, the patient received treatment with synvisc injection (dose, frequency, route: not provided; batch/ lot number and expiration date: 6rsp009 and may-2019) for degenerative joint disease (djd). On (B)(6) 2017, the patient received subsequent synvisc injection. Reportedly the same day (latency: 6 days), the patient experienced severe pain for 3 days that subsided and it was less painful than before the injections started. The patient let her knee settle down for another week. On (B)(6) 2017, the patient received last synvisc injection. Reportedly the same day (latency: 20 days) the leg was swollen from thigh to ankle and had increased pain. The patient was put on a medrol dose pack and had put her body on diphenhydramine hydrochloride. Reportedly, swelling and pain was better as of (B)(6) 2017. Action taken: no action taken. Corrective treatment: methylprednisolone (medrol) and diphenhydramine hydrochloride (benadryl) for both the events. Outcome: recovered/ resolved for both the events. Reporter causality: related with both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 6rsp009 expiration date (05/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsp009 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for both the events follow up was received on 27-mar-2017. No new information was received. Additional information was received on 11-apr-2017. Ptc results were added and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 11-apr-2017: the follow up information received does not change previous case assessment. The patient has a medical history of allergy and the swelling could be localised allergic reaction(hypersensitivity listed). Sanofi company comment dated 04-apr-2017: this case concerns a female patient who received treatment with synvisc for degenerative joint disease and her leg was very swollen/thigh to ankle after few days. The event is temporally related with the treatment and therefore causal relationship with the device cannot be denied completely. However, lack of information regarding patient's relevant medical history and concurrent condition makes the complete case assessment difficult.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 27-mar-2017 from health care professional. This case involves a (B)(6) female patient who received treatment with synvisc and after 6 days experienced severe pain/increased pain and after 20 days leg was very swollen/thigh to ankle medical history included asthma and headaches. Patient was allergic to benzylpenicillin (penicillin) and had pcn (penicillin allergy), cefalexin monohydrate (keflex) (cephlosporins). Concomitant medication included piroxicam and diclofenac potassium (voltaren). No concurrent condition was reported. On (B)(6) 2017, the patient received treatment with synvisc injection (dose, frequency, route, indication: not provided; batch/ lot number and expiration date: 6rsp009 and may-2019) for degenerative joint disease (djd). On (B)(6) 2017, the patient received subsequent synvisc injection. Reportedly the same day (latency: 6 days), the patient experienced severe pain for 3 days that subsided and it was less painful than before the injections started. The patient let her knee settle down for another week. On (B)(6) 2017, the patient received last synvisc injection. Reportedly the same day (latency: 12 days) the leg was swollen from thigh to ankle and had increased pain. The patient was put on a medrol dose pack and had put her body on diphenhydramine hydrochloride. Reportedly, swelling and pain was better as of (B)(6) 2017. Action taken: no action taken. Corrective treatment: methylprednisolone (medrol) and diphenhydramine hydrochloride (benadryl) for both the events. Outcome: recovered/ resolved for both the events. Reporter causality: related with both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for both the events. Pharmacovigilance comment: (B)(4) comment dated 04-apr-2017: this case concerns a female patient who received treatment with synvisc for degenerative joint disease and her leg was very swollen/thigh to ankle after few days. The event is temporally related with the treatment and therefore causal relationship with the device cannot be denied completely. However, lack of information regarding patient's relevant medical history and concurrent condition makes the complete case assessment difficult.